Manufacturer narrative:
During investigation, there was no damage noted, but the reported fault was confirmed. It was noted the unit had the original pawl/ratchet/spring assembly. The assembly was replaced and the unit passed all verification testing.

Event description:
User reported that the bobbin locking mechanism on the roller pump not working correctly. There was no patient involvement and therefore no risk of patient harm.